Manufacturer narrative:
Insulin pump received with detached end cap, cracked reservoir tube lip and cracked battery tube threads, missing end cap sticker and address, serial label missing. The test infusion set and reservoir does lock into place. Unable to perform displacement test due to detached end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery compartment was broken. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.